Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit reported loop leakage. The unit was swapped out immediately with a cs100. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character restrictions, event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. On october 22, 2024, we went to the customer site and performed the factory-specified tests. It was confirmed that the loop leakage was caused by the failure of the safety disk, valve group, and 5000h kit. Replacement was required and a quotation was given to the customer. On october 24, 2024, we went to the customer site again and the customer informed that the machine had been handled by a third-party company.